Manufacturer narrative:
A review of the device history records for the reported lots and raw material components could not be performed as the lots were reported as unknown. No photos of the surgical site/incisions were provided for review. No samples were returned for testing. If samples become available at a later time, they will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than seven (7) days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the device utilized for this procedure. Without receiving sterile devices from the same finished good lot to test, reviewing photos of the surgical incisions post-operative or receiving details regarding the pre-operative preparation of the device, procedures performed, method utilized to secure the device in the tissue, patient health status, quality of the tissue utilized to secure the device, post-operative activities that may have occurred that could have affected the healing of the incisions, or details regarding the surgeon''s technique, a definitive root cause cannot be determined at this time.

Event description:
Three different patients in a short span came back in with complications and when dr. Lindsey opened the knee to investigate he found the quill to be broken and no longer holding. The time periods of these follow ups ranged from 2-6 weeks after the initial surgery. The tech was not able to provide lot numbers for the sutures in question. Lots aren''t tracked per procedure. Lot numbers can not be confirmed, patient specifics could not be obtained, procedure details or post-op intervention details are unclear, was suture broken or did barbs release from tissue/unknown.¿